Event description:
It was reported that far field r-wave oversensing and automatic mode switch were observed. Abbott technical support was contacted who recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed.